Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the powerpicc breaks at intersection to fixator, visible fluid leak non-repairable catheter not anesthesia. Installation of venous line for adm antibiotic therapy. Removal of PICC. No other information was provided.